Manufacturer narrative:
(B)(4). Failure to follow steps/instructions-re-insertion of device. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to procedural conditions due to the non-abbott issued stopcock. The stopcock was replaced and the device was used without any further issue. It should be noted that the mitraclip instructions for use, mitraclip system removal with clip attached, provides a warning that states: do not re-use the clip delivery system (cds) after removal. Replace the cds with a new device. Reinserting the cds after removal may result in inability to open the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the air in the device which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. While inserting the clip delivery system (cds) into the steerable guiding catheter (sgc), air was visible in the chamber behind the hemostasis valve of the sgc. The cds was immediately retracted the out of the sgc, and the sgc was retracted to the right atrium, then out of the anatomy. It was found that the 3-way stopcock at the clip introducer was leaking as a result of the stopcock. The 3-way stopcock was exchanged and the sgc and cds were inspected. The devices were then used to complete the procedure without issue. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.